Manufacturer narrative:
(B)(4). The customer¿s report of a communication error was confirmed in the pcu event log but was not replicated during functional testing. The pcu error log showed that pump module s/n (B)(4) was infusing tpn at 12ml/hr. Pump module s/n (B)(4) was infusing l3 lipid at 1.6ml/hr. Syringe module s/n (B)(4) was infusing carrier fluid at 1ml/hr. An additional syringe module was attached but remained idle. At 1:15 am on (B)(6) 2016 a malfunction occurred (error code 800.8000.0). There was no sequence of keypresses or events that led to this error. The pcu was received in overall fair condition. White residue was observed around both left and right iui connectors. Corrosion was observed on pins 9-11 on the pcu¿s left iui. Functional testing performed on the pcu failed to replicate a communication error, however the residue and corrosion on the pcu¿s iui connectors can cause intermittent connection issues. The root cause of the communication error was not identified.

Event description:
The customer reported that 2 syringe pumps and 2 lvps running unspecified infusions all stopped working with a communication error. The infusions were restarted on new pumps and the infusions completed without incident; there was no patient harm.